Event description:
Clinician narrative an rp flex device was inserted via the right femoral artery in a 74-year-old male who presented with acute myocardial infarction complicated by cardiogenic shock. The patient required inotropic support, vasopressors, and mechanical respiratory support and was classified as scai stage e. The rp flex device was successfully weaned and subsequently removed. Upon removal, clot was noted on both the inlet and outlet of the catheter. The patient experienced thrombosis associated with the rp flex device. After a comprehensive review of the available information, the reported event did not identify evidence suggesting a causal relationship between the rp flex device and the reported thrombosis. The clot formation was more likely attributable to the patient¿s critical illness, profound cardiogenic shock, low-flow hemodynamic state, and prothrombotic risk factors commonly associated with severe acute myocardial infarction and scai stage e shock. The patient survived.

Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report was submitted to represent the impella cp. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in d1 and h3. Peri-procedural adverse event/thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details.